Event description:
The customer reported that after two days of taxotere chemotherapy infusion, they noticed a leak between the PICC line and the maxplus clear needleless connector. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The model# / catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.